Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, describe event or problem: unk, this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2 -6.5/1.5/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was removed and replaced with a longer length lens due to low vault within the same surgery. This replacement resolved the problem. Cause of event was unknown, the reporter stated " the lens size recommended by ocos did not fit the patient."